Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported, there was noise noted on a ventricular lead. The patient was stable. Further information has been requested but has not yet been received.